Event description:
During a carotid pta treatment procedure, the amplatz s/s xch/035/260 guidewire became stuck in the lumen of the balloon during removal. Left main (lm) coronary artery. The physician used a 7f introducer sheath for vascular access and a synergy balloon catheter to treat the lesion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'